Event description:
It was reported the black sheath for both the green and blue cables on the st holster are frayed. No patient involvement was reported. No patient consequence occurred.

Manufacturer narrative:
H6. Blue/green cable and cocking lever replaced; no case involved. H3. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and cocking lever to be replaced. The device was functionally tested, met all product requirements and returned to the customer.